Event description:
The customer called to report that for the past 3 weeks, customer's fasttake meter has been periodically switching from mg/dl to mmol/l. After having it swtiched back to mg/dl, the meter would provide one result in mg/dl, then would switch back to mmol/l. In addition, the time/date required changing each time pt powered the meter on. In 10/2001 pt tried unsuccessfully to test, obtaining an "apply sample" message. Pt does not base their medications on the meter result and made no allegation of harm.